Manufacturer narrative:
Due to character restriction, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had gas loss in iabp circuit alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.